Manufacturer narrative:
(B)(4). The optiflow junior 2 nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr418 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection of the complaint device revealed that the tubing was detached from the swivel grip joint. It was also revealed that glue was visible on the detached end of the tube. Conclusion: we are unable to determine what caused the reported event. It is most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the ojr418 optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient (e.g., in the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in switzerland reported via a fisher & paykel (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached from the cannula tube joint during patient use. It was further reported that the patient desaturated, but the patient recovered to a stable condition. No further patient consequences were reported.